Event description:
It was reported the patient¿s ipg was unable to communicate with an external device. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with an external device. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced. Effective therapy was established post-operatively.